Manufacturer narrative:
This report is for an unknown distal locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It was reported that 10 unknown screws were removed but only one of the screws had backed out. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of a variable angle locking compression plate (va lcp) distal femur plate and ten (10) distal locking screws. The revision surgery was done as the plate had pulled away from the bone. There was one screw that did back out of the plate itself and the rest were still locked into the plate. The bone itself pulled away from the plate and the screws. The patient was noted to have a poor bone quality. The patient was revised to a distal femur replacement. Initial date of surgery was (B)(6) 2015. There was no surgical delay. No complications were noted. This report is for an unknown distal locking screw. This is report 2 of 2 for (B)(4).